Manufacturer narrative:
(B)(4). Batch # m53t68. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device being used for? Was this issue observed intra-op? On which firing did this occur? On this firing, was the device able to be fully closed? If yes, was the device fired? Please explain what is meant by, ¿the instrument was not possible to fire properly.¿ this is not clear. How was the procedure completed? The analysis results showed that the tl60 device was received with the hook shroud opened by the seam and with a cartridge loaded on the device. The cartridge was returned with only 5 staples present and protruding. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip and the adjusting knob damaged. The damage to the lockout slid tip and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that at an unknown time for an unknown procedure, the instrument was not possible to fire properly. When you close it, it is really hard and the knob does not turn around smoothly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.